Event description:
It was reported that during a da vinci-assisted gastric bypass operation that a da vinci stapler instrument needed to be repositioned four times due to "tissue too thick" stapler messages. The stapler was clamped and fired on the fourth reposition, but stuttered during the fire. The next day, post-operatively, the patient reportedly had a fever and high blood pressure. The surgeon discovered the staple line that required four repositions had an issue. The surgeon performed a secondary procedure via traditional laparoscopic surgery. On (B)(6) 2022, the da vinci clinical sales associate (csa) was contacted and additional information was obtained about the complaint: the csa was not present during this procedure, but was informed by the surgeon of the procedure during a conversation. The surgeon was using a sureform 60 stapler instrument with an unknown color reload and fired across unknown tissue during this event. On post-operative day one, the patient had random spikes in their heart rate and some shortness of breath. The surgeon kept the patient hospitalized longer than normal (unknown duration) due to these symptoms. The surgeon ended up performing a secondary procedure via laparoscopy and discovered that this staple line leaked. The leak was resolved laparoscopically. It is unknown if the stapler instrument and reload are available for return. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure modes and post-operative complications cannot be determined. It is unknown what stapler reload(s) are associated with the staple line leak. No products have been returned for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An isi senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: the logs show sureform 60 stapler instrument (part #480460-09, lot #l90211014-0317) was installed 12 times and fired 9 reloads (2 white > 6 blue > 1 white, in that order). All firings were completed per the logs. Firings 1, 2, and 9 (all white reloads) had 1 pause for compression, while the other firings (all blue) had no pauses. The instrument had 5 incomplete clamps in total, and 4 of them came on one install, prior to firing #6 (blue reload). A review of the system logs for the procedure date of (B)(6) 2021 has been performed by an isi post market surveillance specialist and the following was observed: no relevant errors were observed during this procedure. No additional complaints related to this event were identified in the site's complaint history and no image or procedure video was provided for review. This event is being reported due to the following conclusion: after undergoing a da vinci-assisted gastric bypass procedure, the patient developed fever and high blood pressure. Post-operatively, a staple line leak was identified. As a result, the patient underwent traditional laparoscopic surgery to address the staple line leak. The cause of the post-operative complication is unknown.